Event description:
It was reported that the device had a system error. There was no patient involvement.

Manufacturer narrative:
Additional information : device manufacture date, imdrf annex a, b, c, d and g grids correction : unique identifier (UDI), reporting office contact, manufacturer narrative(DHR statement). A review of the device history record showed the device had a manufacture date of 12may2014. The review was performed from the date of manufacture to the present date 19apr2021. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
Unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 12may2014. The review was performed from the date of manufacture to the present date 23feb2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had system error. There was no reported patient involvement.